Event description:
Proglide/perclose suture mediated closure system did not deploy effectively. The suture was caught in the device making the suture unable to pull through appropriately preventing closure of the vessel.